Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass gastroplasty procedure, while exchanging instruments, the sealing valve broke. The device was replaced with a new one to complete the case and resolve the issue. There was no patient injury.